Event description:
During robotic laparoscopic surgery, perclot was applied using a perclot laparoscopic applicator. While applying the perclot, the removeable tip of the applicator became dislodged and was loose in the patient's abdominal cavity. The problem was immediately identified by dr. And all pieces of the perclot applicator were promptly removed from the patient's abdomen. All pieces of the applicator were accounted for before closing. No harm reached patient.